Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she experienced sensor reading discrepancies. Customer stated that the sensor would read low and the insulin pump would go into threshold suspend but her blood glucose is normal. Current sensor reading was 65 mg/dl and the blood glucose was 129 mg/dl. Troubleshooting was done, the sensor was reset and the sensor glucose came up to 136 mg/dl.